Manufacturer narrative:
For one event, the investigation determined the following: the investigation determined the service actions resolved the issue. Follow up actions for this event include: the field service representative found one of the tubes for the rinse station was not filling the cuvette properly. He found a lot of dirt inside of the tube. He flushed the sample probes and checked the gear pump pressure and rinse water volume. Hardware checks were then acceptable. For one event, the investigation determined the following: the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions for this event. For one event, the investigation determined the following: the probe was contaminated as the customer checked the probe and something came out. Follow up actions for this event include: the contamination of the probe was removed. All other probes were checked and these were ok. Control recovery and precision improved after this action. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Questionable results were generated by cobas 8000 c 502 module analyzers. The events involved 4 patient samples with questionable results for the following assays: 1 for ld lactate dehydrogenase, one for crej2 creatinine jaffé gen.2, one for ca2 calcium gen.2, and one for crep2 creatinine plus ver.2.